Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670. H.6 investigation summary: bd had not received samples but one photo was received for investigation. The photo was visually evaluated showing the amount drawn into the tube is below the fill line on the tube label. Additionally, (B)(4) retentions were visually inspected with no defects observed. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer's failure mode could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was insufficient fill. There was no health impact or consequences reported.